Manufacturer narrative:
A sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, a loose particle was identified in the bag, the particle appeared to be piece of clear and circular plastic. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed in an intravia container after penicillin g was compounded. The penicillin was diluted with sterile water in the vial and then further diluted with sterile water in the final container. The particulate was described as slightly smaller than a pencil eraser, clear, and plastic-like. There was no patient involvement. No additional information is available.